Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus tried to obtain additional information from the facility, but the facility did not reply. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by deterioration of the device and/or delay of reprocessing. Risks about cleaning an endoscope and accessories immediately after a procedure are described in the reprocessing manual as follows: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure."

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint of the dirty channel was confirmed. Upon inspection, it was observed that the air water supply, auxillary water supply, and suction flow channels had dirty water drops coming out of it. In addition, there was leak between knobs and there was some play with the movement, crack on the distal end plastic cover, minor scratches on light guide tube. The control body and both color rig missing.

Event description:
As reported for this event, during reprocessing after an unknown procedure, all the device channels being dirty and patient being a possible clostridium difficile positive more than a dozen brushes were used for cleaning. Device was cleaned through scope buddy for 20 minutes and medivator 2 times. The suction channel was still dirty. There was no reported harm or adverse impact to any patient or anyone because of this issue.